Event description:
The customer reported a coulter hmx hematology analyzer with autoloader was not generating differential results and was generating clogged flowcell messages. While troubleshooting, the customer found a leak from the front right panel to the right of the blood sampling valve (bsv). The volume of the leak was less than 1 ml and was not contained within the instrument. The customer was wearing gloves and a lab coat when the leak was found. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event. The customer found buildup in the erythrolyse delivery line at the mixing chamber, then flushed the line which resolved the flow cell clog messages.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a cracked boot on tubing from fitting wm6 to the peltier module. The fse replaced the tubing at the peltier module to resolve the leak and differential results issue. Repairs were verified per established procedures. (B)(4).